Event description:
Procedure type: low anterior resection. According to the reporter: the customer reports that the ta stapler was fired across the rectum in a normal fashion and the rectum was transected with a scalpel. Upon inspection, no staples were formed and one formed staple was sitting in the cavity. The rectum was completely open. A re-section of the rectum was necessary and add'l tissue was removed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The patient is recovering with no injury or ill effect. There was no reinforcement material used in conjunction with the stapling device. The device is not being returned for investigation as it was discarded by the customer.

Manufacturer narrative:
(B)(4).